Manufacturer narrative:
Device evaluation: as no product has been returned a final determination of the root cause is not possible. Based on the customer description: "customer using (B)(6) disposable ureteroscope for stone dusting procedure. Upon plugging in the scope, there was an image with large amount of lines through the image. Scope was deemed unusable. As there are too many components (camera, flexprint, pcb, cable, plug) in the signal chain, a clear reason for the issue cannot be determined without the device. A review of similar complaints also doesn't give a clear possible reason for the issue. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported customer was using 091271-06 disposable ureteroscope for stone dusting procedure. Upon plugging in the scope, there was an image with large amount of lines through the image. Scope was deemed unusable.. No negative impact in state of health reported.